Manufacturer narrative:
All batteries were returned on the same date. Batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of (B)(4) revealed that the devices failed to meet specifications; the devices passed visual examination but failed functional testing due to high max errors, indicative of units that are out of calibration. The most likely root cause of (B)(4) failure to calibrate can be attributed to a use pattern involving exchange and recharge of the battery before reaching the 25% rsoc threshold. However, based on the log review these batteries were not in use at the time of the event. The most likely root cause of the reported failure of the no power alarm can be attributed to faulty internal nimh cells, which were found leaking. The most likely root cause of the reported double disconnect cannot be conclusively determined; however, it appears to be related to user interface as no abnormalities were noted prior to the loss of power and no abnormalities with the power connections with testing. (B)(4) - battery / catalog number 1650de / expiration date 2014-12-31. (B)(4) - battery / catalog number 1650de / expiration date 2015-07-31. Conclusion: no failure detected, device out of specification. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report three of three reports (3007042319-2016-00623, 3007042319-2016-00624 and 3007042319-2016-00625) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. The steps for handling and properly connecting power sources in order to prevent damage are outlined as well as instructions for routine inspection of the power connection ports. This is report one of three reports (3007042319-2016-00623, 00624, 00625) submitted for devices related to the same event. The following devices are being returned; however, it is unknown which of these were involved in the event. If returned, these devices will be analyzed and reported as required:bat052372, bat052374, bat052933, bat044333, bat052662. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by the vad coordinator that the patient had a planned admission to the ward for ferritin injection for low hb, and low grade temperature, but was well. It was then stated the patient was found collapsed in cubicle opposite the nurses station with both batteries disconnected at approx. 02.50am, arrest call was put out. It was further stated that there were no alarms heard. Patient was then resuscitated and batteries reconnected and taken to "itu ventilated". It was further stated that the patient had a neurological event during disconnect of the batteries. It was also stated that all the batteries were checked and all of them had at least 3 bars of power on them, also the controller and battery connection were visually inspected and look in perfect order. Manufacturer representative was informed on (B)(6) 2016, and log files were requested for analysis. It was then reported that following the event, treatment was withdrawn and patient died on (B)(6) 2016. It was stated that the pump would not be returned but batteries would be. It was stated that an autopsy would be performed. No additional information provided. Investigation is ongoing

Manufacturer narrative:
Sending this report as follow up 1 because we were unable to retrieve acknowledgement, but all information remains the same. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. The steps for handling and properly connecting power sources in order to prevent damage are outlined as well as instructions for routine inspection of the power connection ports. This is report one of three reports (3007042319-2016-00623, 00624, 00625) submitted for devices related to the same event. The following devices are being returned; however, it is unknown which of these were involved in the event. If returned, these devices will be analyzed and reported as required: (B)(4). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by the vad coordinator that the patient had a planned admission to the ward for ferritin injection for low hb, and low grade temperature, but was well. It was then stated the patient was found collapsed in cubicle opposite the nurses station with both batteries disconnected at approx. 02.50am, arrest call was put out. It was further stated that there were no alarms heard. Patient was then resuscitated and batteries reconnected and taken to "itu ventilated". It was further stated that the patient had a neurological event during disconnect of the batteries. It was also stated that all the batteries were checked and all of them had at least 3 bars of power on them, also the controller and battery connection were visually inspected and look in perfect order. Manufacturer representative was informed on (B)(6) 2016, and log files were requested for analysis. It was then reported that following the event, treatment was withdrawn and patient died on (B)(6) 2016. It was stated that the pump would not be returned but batteries would be. It was stated that an autopsy would be performed. No additional information provided. Investigation is ongoing